Event description:
It was reported that the large needle driver instrument was not working. No additional information was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for the instruments with related complaints used at the same facility. MFR. Report #2955842-2006-00223, 2955842-2006-00224, 2955842-2007-00225.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering conducted performance testing and observed that the instrument moved intuitively with full range of motion in all directions. All instrument components were found to be functioning properly and the customer reported complaint could not be confirmed. Engineering also observed severe scraping on one side of the instrument main tube, two inches from the wrist. It was determined that the scraping may have been caused by a defective cannula accessory. No other damage was found. The site will be contacted to request the return of all their cannula accessories. If one or more cannula are found to be defective in a way that could contribute to the removal of material from an instrument, additional reports will be submitted.